Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that four bd vacutainer® lh pst¿ ii plus blood collection tubes were pushed off from non-patient end needle during blood collection, resulted in none fill. Foreign complaints the following information was provided by the initial reporter, translated from dutch to english: ¿during the blood collection, the tube is pushed off from the needle, so it does not fill. Customer has no information what needles were used".

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as there was no sample or photo available for evaluation, a root cause could not be determined. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that four bd vacutainer® lh pst¿ ii plus blood collection tubes were pushed off from non-patient end needle during blood collection, resulted in none fill. Foreign complaints the following information was provided by the initial reporter, translated from dutch to english: ¿ during the blood collection, the tube is pushed off from the needle, so it does not fill. Customer has no information what needles were used.¿